Event description:
It was reported the patient experienced dyskinesia following replacement surgery. The patient had not experienced the dyskinesia before. The patient was at home; the patient status was "undetermined". The patient had an appointment scheduled with the physician for the next day. Additional information has been requested from the hcp, but was not available as of the date of this report.